Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the last three tech mode resets were not successful, and it was determined that no further actions could be taken to resolve the discharged battery. The battery needs to be explanted for analysis. The patient is still deciding when she would like to have the device explanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional, a consumer, and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had fully charged the implantable neurostimulator prior to going on a trip, but then she let the implantable neurostimulator run out and it stopped on its own. The patient was needing an MRI for unrelated issues. The patient had not charged since (B)(6) 2019 and was not able to successfully connect to or charge the implantable neurostimulator on (B)(6) 2019. External equipment failure was ruled out as the root cause per multiple replacements. The patient met with a manufacturer representative multiple times to try and charge the device. Multiple antenna locate sessions were performed with varying values between 64-100. The patient was seeing the looking for device, checking recharge quality, checking recharger, unable to recharge, and trying to recharge, and the passive recharge screens on the patient controller. On (B)(6) 2019, the manufacturer representative encountered set up mode numerous times and were unable to recharge the implantable neurostimulator. They also tried several times to activate tech mode and restarted the patient controller several times. Wait external device was seen on the patient controller. The device was disabled and re-enabled multiple times between 2019-dec-19 and 2020-jan-08; however, the device was still discharged. The patient had been charging in passive mode for multiple hours per day (between 2-6 hours of passive recharge consecutively) between 2019-dec-19 and 2020-jan-08; however, the device was still discharged. A pocket assessment showed that the implantable neurostimulator is not too deep, and the passive recharge showed in the 90's generally, and even in the 100's. All of the external equipment; patient controller, recharger, battery pack, and ac adaptor, were replaced and received by the patient on (B)(6) 2019 at the same time as a final attempt to rule out any issue with the external equipment. It was noted on (B)(6) 2019 that the implantable neurostimulator was not working at all. Multiple attempts at disabling and re-enabling the device were performed; however, the implantable neurostimulator remained discharged. On (B)(6) 2020, the patient had been trying to charge for over two hours , and was continuing to have to go through passive recharge cycles. The numbers on the antenna locate screen varied from around 96 to 100. The patient met with a manufacturer representative on (B)(6) 2020 and multiple passive recharge cycles were attempted as well as multiple attempts of disabling and re-enabling the implantable neurostimulator; however, the attempts to recover the implantable neurostimulator were not successful. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was removed on (B)(6) 2020 as it would not revert to an MRI safe mode. The pt suffered permanent injury, pain, and discomfort.